Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a male pt underwent an ercp in 2006. It was reported that during the procedure, "the tip of the guidewire peel(ed) off inside the pt's common bile duct. No retrieval procedure has been done." The procedure was completed with another device. There was no reported complication or ill effect sustained by the pt.